Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was reverting to the set-up mode. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter reverted to the set up mode after changing the battery on the meter. It is not known when the meter issue began; however, the patient stated that after the meter issue occurred, the patient was decreasing the amount of her humalog insulin. After the reported issue, the patient reported feeling thirsty and tired. The patient denied receiving medical attention following use of the meter. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although the issue was resolved, the patient alleged that she under medicated and subsequently developed symptoms of high blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.